Manufacturer narrative:
The hospital reports "neurological deficit" on the patient and likely incomplete diagnosis. According brainlab measures are in place for the brainlab device in question in order to minimize the risk as far as reasonably practicable. There was no quality or performance issue or malfunction of brainlab equipment. The brainlab device works according to the specifications. Corrective and preventive actions: since there was no quality or performance issue or malfunction of brainlab equipment. According brainlab measures are in place for the brainlab device in question in order to minimize the risk as far as reasonably practicable. There are no corrective and preventive actions intended by brainlab at this point of time.

Event description:
As informed by the hospital, an attempted intracranial biopsy supported by the brainlab navigation system was unsuccessful. The user verified with an MRI scan that the actual applied trajectory differed from the planned, intended trajectory, and brain tissue was extracted from a different location than planned.